Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that a 28mm amplatzer amulet left atrial appendage occluder was selected for implant on (B)(6) 2024 using a 14f amplatzer torqvue delivery system. Transseptal access was inferior mid. During the procedure the occluder was re-captured and re-deployed multiple times. The occluder was implanted. On (B)(6) 2025 the patient presented with chest pain. A transthoracic echocardiogram (tte) was performed and a pericardial effusion was detected. The occluder was noted to be stable in the left atrial appendage (laa). A pericardiocentesis was performed and 250ml of liquid was drained. The patient was discharged on (B)(6) 2025. The user believed re-capturing and re-deploying the occluder may have caused the pericardial effusion. The patient status was stable.

Manufacturer narrative:
An event of patient-device incompatibility (implant related to tissue damage-pericardial effusion) was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information received, the reported implant related to tissue damage associated with pericardial effusion appears to be related to procedural conditions. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.